Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed noise on the atrial lead. The patient presented in clinic and noise was replicated with isometrics, which was indicative of first rib clavicle crush. Programming changes were made to alleviate the issue. Patient was asymptomatic and would be monitored.